Manufacturer narrative:
(B)(4): batch #: t5ev2a. Investigation summary: the analysis results showed that one ecr60d reload was received unfired, with the pan detached from the right side of the cartridge. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a respiratory surgery, the cartridge could not be loaded into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.